Manufacturer narrative:
Preliminary investigation: the logfile was analyzed by the manufacturer. The ventilator carried out 171 warm starts with the appropriate audible and visible alarms over a time period of about 20 minutes. The analysis of the monitor station revealed that the spo2 surveillance as well as the desat surveillance was deactivated by the user. The ventilator was quarantined by the hospital and is awaiting an independent expert for an investigation. Further information will be given with the follow up report.

Event description:
It was reported that the ventilator stopped ventilating the patient and the patient needed to be reanimated. It occurred on (B)(6) 2016 at 22:30. The alarm of the ventilator was not noticed by the user. The user's diagnosis revealed a possible gas cartage failure. The monitor central station should not have alarmed patient spo2 low fast enough.

Manufacturer narrative:
The service engineer responsible discovered that the cause of the error was a failed cartridge o2 valve. The device was taken out of operation and examined by an independent expert before being sent to the repair workshop in (B)(4). The device was checked out there, confirming the service engineer's diagnosis, and was then passed on to the development department for further tests. In addition, the device's log book was analyzed. Over the course of roughly 20 minutes, the device performed 171 warm starts, each of which resulted in an alarm. In other words, the device was no longer really ventilating the patient during the last 20 minutes before it was powered down. The service engineer's diagnosis was confirmed. The o2 valve electronics (path measurement) showed a sporadic error. This electronics error resulted in overloading of the power supply system and thus to the aforementioned warm starts performed by the device. The device functioned perfectly again once the valve had been replaced. The device responded to this kind of error situation as per its specified safety concept: it reduced the ventilation pressure to ambient pressure and gave an alarm. The device responded to this error situation as per its safety concept. Comments on additional information from the relevant expert report: the hospital handed the device over to an expert to be examined. The expert carried out a measurement and discovered that pressures of up to 150 mbar may be present when the o2 valve is open. Consequently, the affected evita with its failed valve was subjected to further tests. In the testing laboratory, the devices pressure sensors were connected directly to an oscilloscope, and another pressure sensor was attached to the y-piece via a manifold. This sensor measures the pressure present directly at the gas outlet (on the device side). Furthermore, the pressure was measured directly at the inspiratory port, which is the input source. When the o2 valve is completely open, the pressure rises to 103 mbar and is then limited by the d33 safety valve. Because the gas supply is unable to meet the static case of 400 l/min delivery, the maximum gas flow is limited by the system's pneumatic resistance after discharge of the supply hose compliance and the peak pressure falls. It takes approx. 13 ms for the limitation to respond. The pressure wave, with a peak pressure of 103 mbar at the inspiratory port, which is the input source, is then routed to the patient connection (y-piece). There the peak pressure is reduced to 81 mbar on account of the dynamic pressure drop in the hose system. Then the pressure wave reaches the expiratory valve, where the peak pressure is further reduced to 61 mbar. The two drops in pressure of 20 mbar each are brought about as a result of the flow resistance in the two ventilation hoses. In other words, the peak pressure as measured at the evita's gas outlet does not reach the patient because of the resistance and because of the hose system's compliance. When measured, the pressure at the patient output (y-piece) was still below the 125 mbar limit stipulated by the iso 80601-2-12 standard. The response time was appropriate and also complied with the standard. It was not possible to clarify how the expert arrived at a figure of 150 mbar. Even when a further test was conducted with two open valves (air and o2), the maximum pressure measured at the patient connection was 132 mbar. Here too the safety valve opened as per the standard's stipulations.

Event description:
Please see initial-report.